Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini enhanced meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported having memory issues and was unable to provide further detail to the report. The patient was unable to recall when the alleged meter inaccuracy began. The patient reported that on an unspecified date she obtaining blood glucose readings of "15.5 mmol/l" with the subject meter and "12.6 mmol/l" on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen due to the alleged issue. The patient reported that twice in the 2 months prior to contacting lfs, she "blacked out" as a result of the alleged issue but was unable to recall the exact date and time. She reportedly received health care professional (hcp) treatment of a glucagon injection around 2 weeks prior to contacting lfs. The patient claimed her blood glucose was measured on an emergency medical service meter about 2 weeks prior to contacting lfs but was unable to recall the result obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury for which she received medical intervention, after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.